Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference: 2938836-2017-12155. During follow-up, t-wave oversensing was noted during a decrease in r-wave sensing. Technical support recommended reprogramming the device. The patient is stable.